Event description:
Boston scientific crm received info that this lead displayed impedance measurements of 1300 ohms increased from 650 ohms previously. The pt's device has recorded ventricular tachycardia (vt) episodes that resemble noise from the lead. Technical services (ts) was consulted and received the electrogram (egm) strips for review, they agreed that this looked like noise. Ts recommended isometric movements and unipolar testing to confirm that this is a lead issue and not electromagnetic interference (emi). No pt symptoms have been reported and the pt has an underlying rhythm. This lead remains in service and boston scientific crm cannot confirm the clinical observation. No additional info is available at this time. Dates were provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.